Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Examination of returned device found evidence of product non-conformance and confirmed the complaint. Root cause of the event is attributed to operator error. Further investigation has been initiated to address the reported issue.

Event description:
During a procedure, it was found the expiration of the patient drape in the kit was earlier than the expiration date on the kit label. At the time of the event, the expiration date of the patient drape had passed. Another patient drape was used to complete the procedure.